Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of .30 on a pt admitted to emergency room with a spider bite. The pt was transferred to another facility and scheduled for catheterization and during the catheterization procedure another sample was collected and the ctni result was negative. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).